Manufacturer narrative:
Visual inspection has confirmed the reported event. The device has fractured near the threads of the screw; hex of the device has been damaged. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive cause for this event has not determined.(B)(4)

Event description:
The dentist reported the titanium abutment screw fractured.